Event description:
Customer states that several of the catheters have the tips cut off.

Manufacturer narrative:
The product has been requested, however, to date, it has not been received. Without the benefit of analyzing the product, qa cannot confirm any observations or commenting on the condition of the product. If the product becomes available qa will re-evaluate this complaint in accordance with procedures and file an addendum report.